Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a gastric resection, malformed staples were produced. Surgery was not delayed due to the reported event and no fragments were generated. The procedure was successfully completed. There were no patient consequences reported. No additional information is available at this time.